Event description:
It was reported that there was an air leak from the tip of the ultrasound gastrovideoscope after a case. There was no report of patient harm. The device was returned, evaluated, and there was foreign matter attached to the forceps elevator and the distal end. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported was confirmed. Air leakage was confirmed from the forceps opening. In addition to the foreign matter found attached to the forceps elevator and the distal end, other evaluation findings are as follows: the play of the upward/downward knob was out the standard value due to wear of the angle wire; the adhesive on the bending section cover was detached; the water removal ability did not meet the standard value due to a dent on the nozzle; the control unit was corroded due to water leakage; the forceps could not be inserted due to damage on the channel tube; the ultrasonic transducer was corroded; and the objective lens was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was deposited through the forceps channel tube pinholes during manufacturing of the device. However, the definitive root cause was unable to be determined. The foreign material appeared to be a blackish powder, a component used during manufacturing. The event can be prevented by following the instructions for use (IFU) which state: "insertion of the device into the endoscope when the curvature of the endoscope is greatly curved, the force required to insert/remove the device increases. If insertion/removal of the device is difficult, return the curvature angle to the point where insertion/removal can be performed without force. Forced insertion/removal may damage forceps channels and devices. Ensuring that the tip of the device is closed or retracted into the sheath, then slowly insert or pull it out into the forceps plug. Do not open the tip of the device or remove the tip of the device from the sheath during insertion into the forceps channel of the endoscope. Forceps channels and therapeutic devices may be broken." Olympus will continue to monitor field performance for this device.